Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141552. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 595077. UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and lead migration was noted. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.